Manufacturer narrative:
On (B)(6) 2016, the recipient presented with erosion of posterior ear canal wall, electrode extrusion, cholesteatoma, and pseudomonas aeruginosa infection. The recipient's device was reported to be functioning. The recipient was treated with several antibiotics. On (B)(6) 2016, the recipient's infection was still present. The recipient was treated with several different kinds of IV, oral and topical antibiotics, however, the infection did not resolve. On (B)(6) 2016, the recipient underwent a complete mastoidectomy, removal of extensive cholesteatoma with obliteration of ear canal and middle ear mastoid, and the recipient's device was explanted. On (B)(6) 2016, the recipient was reimplanted with another advanced bionics cochlear device. The recipient's infection has resolved.

Event description:
The recipient reportedly experienced an ear infection resulting in electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device has been lost and will not return to the company for analysis. A review of the device history record noted no issues. This is the final report.